Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. And also reported discrepancy between sensor glucose and blood glucose values. The customer reported blood glucose value of 58 mg/dl. Sensor glucose reported value was 84 mg/dl. The hypoglycemia was treated with glucose intake. The event involved product(s) mmt-7040d1. Troubleshooting was partially performed for low blood glucose and it was unknown whether customer had used the insulin pump within 48 hours of reported event or not. Troubleshooting was not performed for sensor glucose and blood glucose difference. Customer reported difference between sensor glucose s blood glucose was not within the range, it was more than 30%. No further patient complications were reported. Product return for mmt-7040d1 is not expected.